Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is identified as failed heater. The device was evaluated upon receipt. After pre-calibration testing, unit failed step 5(6) of electrical safety testing due to a faulty heater. Replaced the heater. The arctic sun was functionally tested for compliance with manufacturer specifications. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated in an arctic sun device they were having caster issue and could be the nut that broke off the chiller frame. Per sample evaluation results on 16oct2025, after pre-calibration testing, unit failed step 5(6) of electrical safety testing due to a faulty heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated in an arctic sun device they were having caster issue and could be the nut that broke off the chiller frame. Per sample evaluation results on (B)(6) 2025, after pre-calibration testing, unit failed step 5(6) of electrical safety testing due to a faulty heater.